Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a patient (patient 1) underwent an upper procedure with clips placed on (B)(6) 2021. The scope, model gif-hq190, used to complete the procedure, was then reprocessed with no complications. The following day, (B)(6) 2021, a procedure was performed on another patient (patient 2) with the same scope. After the case, the scope was reprocessed. During the reprocessing, the tech noticed resistance during the brushing. The tech used force and pushed out a clip in 2 different pieces. The patient had no clips placed in the procedure performed (B)(6) 2021. However, clips were used in the scope on (B)(6) 2021. It was determined the clip was stuck in the scope for the 2nd procedure after reprocessing. It was reported that patient 1, with the clips placed on (B)(6) 2021 had covid-19 and no other "transmitted diseases." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely clips were improperly used as described with the subject device, which were left during reprocessing and as it was described the channel was not inspected prior to use, it led to the phenomenon as described. A definitive root cause cannot be identified. Instructions for use (IFU) (operation manual) says as below: ¿4.2 insertion: suction: warning: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids.¿ detail of the clips in the biopsy channel is not clear. For olympus clips, IFU says as below: ¿chapter 3 preparation, inspection and operation _ clipping tissue: caution: when aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to be stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿ on page 41.¿ for reference, IFU (procedure) of boston resolution clip says as below: ¿caution: do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result.¿ also, clips in the biopsy channel were thought to be detectable before procedure for the following statement in IFU (operation manual): ¿3.8 inspection of the endoscopic system _ inspection of the instrument channel: 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿ olympus will continue to monitor the field performance of this device.